Manufacturer narrative:
Subject: customer reported having an itchy, runny nose & sneezing after swabbing their nose-- tss advised customer to seek medical attention if the irritation persists. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: no problem found.

Event description:
Customer reported having an itchy, runny nose & sneezing after swabbing their nose-- tss advised customer to seek medical attention if the irritation persists.